Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-01058 for the other associated device information. It was reported to boston scientific corporation that two sensation small oval snares were used in the colon during a polypectomy procedure. According to the complainant, during the procedure, two snares failed to cut the target polyp. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.